Manufacturer narrative:
It was reported that the driving end of an ao driver tip broke off as the surgeon was inserting a screw. The detached portion of the ao driver tip was retained in the head of a screw, which was implanted in the patient. The device was returned to the manufacturer for evaluation. The failure appeared to be the result of torsion, which is consistent with its designed use. The device history record was reviewed and no non-conformances or issues during the manufacture or release of the product were identified that could have contributed to the issue reported. Based on evaluation of the device and the available information, it is likely the device was not properly seated and/or excessive torque was applied to the device during use. This can lead to torsional failure which is consistent with the observed damage on the device. The surgical technique includes multiple statements regarding the proper method for inserting screws into a plate. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the driving end of an ao driver tip broke off as the surgeon was inserting a screw. The detached portion of the ao driver tip was retained in the head of a screw, which was implanted in the patient. A backup device was available to successfully complete the surgery. No other patient outcomes were reported.